Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lcd lens screen. Event history log review was performed and found no evidence of reported problem. Visual inspection and power up self-test were performed. The customer reported problem was confirmed. According to the investigation, the reported problem was caused by the pump main board inoperable. Investigator replace the pump main board to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited beeping with a black screen. No patient was involved in this event. No adverse effects were reported.